Event description:
It was reported that one of the patient's leads had migrated up again after a previous revision, which was discovered on an x-ray on the day of the report. The reporter stated that an attempt was being made to program around the lead that was supposed to be up in the thoracic area. The reporter was uncertain what the exact location was supposed to be but mentioned the t5 region. The reporter noted that if reprogramming didn't work, the patient might have to get another lead revision. If additional information is received, a follow-up report will be submitted. Refer to manufacturer's report# 3004209178-2013-02498 for additional patient and device information.

Event description:
Additional information reported the patient experienced a ¿lack of stimulation.¿ it was further reported the patient was ¿not receiving stimulation in the appropriate area.¿ it was noted this was due to a lead migration that was confirmed via x-ray on (B)(6) 2013. It was additionally noted the patient was reprogrammed (B)(6) 2013. It was stated it was of ¿mild¿ severity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).

Event description:
Additional information stated that one of the patient¿s leads had migrated up again after a previous revision, which was discovered on an x-ray on the day of the report. The reporter stated that an attempt was being made to program around the lead that was supposed to be up in the thoracic area. The reporter was uncertain what the exact location was supposed to be but mentioned the t5 region. The reporter noted that if reprogramming didn¿t work, the patient might have to get another lead revision. (B)(6) 2013 lfc (hcp): it was reported there was a lead migration and surgical intervention occurred on (B)(6) 2013. It was also stated an x-ray was done in (B)(6) 2013 which confirmed the lead migration. It was noted reprogramming was tried unsuccessfully multiple times. During the lead revision, it was stated the lead was pulled back and anchored to the original placement. Reportedly, one month after revision, the lead migrated again due to noncompliance of patient.